Event description:
Patient admitted with ICD, internal cardiac defibrillator malfunction. ICD electronically delivered >50 (greater than 50) defibrillations prior to physician decreasing sensitivity.the device was explanted and replaced. No evidence of permanent harm. Per medtronics rep, the device did not malfunction, the lead did. The lead was replaced however old lead not explanted.